Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating 'hole in hose". The date of the event is unknown. It is known that the device was not used in surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.